Event description:
It was reported that inconsistent capture and low sensing was observed on the right ventricular (rv) lead. Testing via a pacing system analyzer (psa) corroborated the observations. The rv lead was capped (B)(6) 2025 and replaced. The patient tolerated the procedure without complications, was stable before, during and after the procedure and discharged.